Event description:
It was reported that the pt underwent cataract surgery and was implanted with li61or lens. Post operatively, the pt experienced infection, edema and decreased vision. The cause is unk. The reporter notified bausch & lomb and all mfrs whose products were used during the surgery, as part of their inhouse compliance. The pt is still under treatment. Ez-28b injector and ocucoat were also used during the procedure. Lens remains implanted in the pt's eye. Nothing to return. Add'l info has been requested but has not been received. Please reference MDR#s 1119279-2011-00241 for the intraocular lens and 00242 for the delivery device.

Manufacturer narrative:
The occucoat viscoelastic has been requested from the user facility. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.